Event description:
It was reported that the pulse generator exhibited episodes showing ventricular noise reversion. The noise occurred intermittently when the patient was sitting.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.